Manufacturer narrative:
(B)(4).

Event description:
New information received notes that prior to the procedure, fracture was observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic, an alert for high, out of range high voltage lead impedance was observed. The alert was cleared and the patient was sent home. When the patient presented again in-clinic after feeling another patient notifier, noise was observed. The lead was capped and replaced on (B)(6) 2016. The patient was asymptomatic prior, during, and after the surgery. The patient was fine during the post-op check.